Manufacturer narrative:
(B)(4). Re-insertion. Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Returned product analysis noted blood in the balloon and inflation lumen suggesting a leak while inside the anatomy. A tear in the outer member proximal to the proximal balloon seal was noted with scratches in the outer member proximal to the tear. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo lesion in the distal circumflex with mild tortuosity, mild calcification and 90% stenosis, pre-dilatation was performed. A 2.5x18 rx xience v stent delivery system (sds) was advanced but could not cross the lesion. The 2.5x18 rx xience v sds was withdrawn, pre-dilatation was performed again and the 2.5x18 rx xience v sds was re-advanced but could not cross the lesion. Reportedly, the stent struts were noted to be flared. A new 2.5x18 rx xience v sds was advanced and implanted to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. Return device analysis revealed that there was blood in the inflation lumen and a tear in the distal shaft. Additional reported information indicates the tear in the distal shaft was not noted. No additional information was provided.